Manufacturer narrative:
Added h6 (b) investigation types, but there was no change to the findings or conclusion.

Manufacturer narrative:
On (B)(6) 2026, it was reported that "as the tech was opening the needle to put it on the sterile tray, the package ripped about halfway down the package causing the needle to either touch the outside packaging or their hand. After this action occurred another needle had to be opened so that there was no risk for adding a contaminated needle to the sterile field." There was no reported injury or death, and no follow-up care, medical, and/or surgical intervention or treatment required.

Event description:
Package ripped about halfway down the packaging, causing the needle to become unsterile.